Event description:
A consumer reported receiving imprecise successive readings on the precision qid blood glucose meter. The readings, when plotted on parkes error grid fall into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.